Event description:
It was reported that while monitoring a stroke patient, that the heart reference sensor was not picking up the changes in the hemodynamic readings. There was a fault message of ¿hrs out of range¿ that was received by the clinician. The hemodynamic readings were not correct and there was a delay in sensing. The blood pressure changed on the patient and the bp cuff sensed it; however, the hrs did not. There was a 30 millimeter pressure difference. When the hrs did show the reading, there was a delay. The patient was not treated with the incorrect reading. There was no patient harm or injury.

Manufacturer narrative:
One ev1000 heart reference sensor (hrs) was received for evaluation. A preliminary investigation was performed by edwards analysis laboratory engineer. The investigation revealed that when testing the unit the zero offset was measured and the results showed that the zero offset is responding to change in hydrostatic pressure. These results revealed that there was no defect found. The product will be sent to an evaluation laboratory for further testing. The results of the investigation will be submitted upon receipt. The device history record review has not been completed, the results will be submitted as a supplementary report.

Manufacturer narrative:
One ev1000ni heart reference sensor (hrs) was sent to the manufacturer benchmark for further product evaluation testing. The I-test was performed and the results indicated that there was no defect found on the hrs product. The product did perform zeroing and functioned normally. Please refer to report 2015691-2015-01627 for a unit that also was involved in this event. The device/service history record review was completed and all manufacturing inspections passed with no non-conformances. The complaint could not be confirmed by evaluation. There is no indication of a manufacturing defect that was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No further actions will be taken at this time.